Manufacturer narrative:
(B)(4). Results of investigation: at this time, vyaire medical has not received the suspect device. Once received and evaluated, a follow up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the target peep and pip pressures were not achieved while in use on a patient. The unit did alarm for detecting low pressures. Medical interventions was provided to prevent patient harm. There were no allegations of any patient harm associated with this reported event.